Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
During a follow-up, the egm was reviewed for vf detection. Noise was observed through the svc to can channel. At a subsequent follow-up, testing confirmed noise on both svc to can and rv tip to can channels. In dft test with svc off, the triggered vf could not be defibrillated. The lead was explanted.